Manufacturer narrative:
Sorin group (B)(4) manufactures the primo2x oxygenator which is a component of the customer perfusion pack. The 510(k) number for the primo2x oxygenator is k050447. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a report that water was found in the arterial line and centrifugal pump after setting up the circuit and pressurizing the water lines to check for leaks. The circuit had been left sitting for approx 48 hours. This occurred during set-up. There was no pt involvement. The primo2x oxygenator was returned to sorin for eval. Visual insp found no defects or abnormalities related to the reported issue. Leak testing confirmed communication between the water side and blood side compartments. The oxygenator was returned to sorin group (B)(4) for further analysis. The investigation is on-going. A f/u report will be filed when the investigation is complete. Sorin group (B)(4) has implemented a field action regarding this issue. The perfusionist has been contacted through the field action notification. The z number is pending and will be submitted when available.

Event description:
Sorin group received a report that water was found in the arterial line and centrifugal pump after setting up the circuit and pressurizing the water lines to check for leaks. The circuit had been left sitting for approx 48 hours. This occurred during set-up. There was no pt involvement.